Manufacturer narrative:
The smiths medical pump was returned for analysis and it was recieved with a damaged lens. During the power up process, the pump alarmed with the reported red screen and 4 triangles. The issue was found to be a fault main pcb.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was alarming with a red screen and four triangles. There were no reported adverse events.